Manufacturer narrative:
The technician found the caster stoppers were loose and out of adjustment and the brake detent was shattered. The technician replaced the brake detent and adjusted the four casters to repair the bed.

Event description:
Information received indicates the brake is faulty.